Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was not working properly. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. The customer informed the remote service engineer (rse) of the touchscreen issue. The rse provided the customer with the part information for the touchscreen so that a replacement could be ordered.

Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain confirmation of a part order, part replacement, and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened, and a supplemental report will be submitted.